Event description:
It was reported that the device presented an audible alarm failure. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Visual inspection was performed and the following observations were noted: chipped and cracked on both front corners, cracked on right plunger case. Both tamper seals were removed. Functional testing and an occlusion test were conducted. The device passed all testing and performed within specifications. The reported issue was unable to be replicated. No root cause could be determined. It is suspected that the interconnect board may have had some contamination, but unable to confirm. As a preventative measure, the interconnect board and speaker were replaced.